Event description:
On 9/30/2021, it was reported by a sales representative via sems that an ar-9239 quick release drill is dull. This was discovered during a procedure, no patient was harmed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation, per customer, device will not be returned. The most likely cause for the reported failure can be attributed to wear and tear.